Event description:
Angioedema [angioedema] rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process] expired device used [expired device used] rha4 in cheeks [off label use] case narrative: united states report received from a nurse via a company representative on 26-jul-2024, refers to a female patient of unknown age, who has received rha 4 on unknown date in mar-2024 (reported as approximately four months ago) for an unknown indication. The patient's medical history was not provided. Concomitant medications included rha redensity injected around the lips and mouth in mar-2024. The patient's previous cosmetic procedures included: in 2023, the patient received filler (unspecified) in her lips; in 2020, the patient received voluma (hyaluronic acid) in cheeks; and on an unknown date, the patient received unspecified fillers: galderma and allergan (unspecified) without reaction. Co-suspect medications included skinvive (hyaluronic acid) injected in the lower face in mar-2024. 2 syringes of rha 4 were applied into the cheek via needle technique. Rha 4 was placed subdermal and some superperiosteal. It was not reported if cannula was used for the administration. Batch number: 220627b0, expiration date: 11-feb-2024. On the same day, the patient received rha redensity around the lip and mouth and skinvive (hyaluronic acid) in the lower face. On that day, the patient received a total volume of 5,4 ml. Initially, the patient did not have swelling where the filler had been placed. On an unknown date in (B)(6) 2024 (reported as 10 days after filler treatment), the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in jul-2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. 7 vials of hylelex (hyaluronidase human injection) were administered, which had an immediate effect but seemed to have worn off once the oral steroids were finished. The patient was taking 8 weeks of doxycycline and was taking a medrol (methylprednisolone) dose pack/steroid taper. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient was scheduled to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks to undergo further testing for alternative causes of the reaction. At the time of this report, the outcome of the event angioedema was not resolved. The intensity of the event angioedema was not reported. However, the company assessed the event as serious. It was unknown if the rha4 was available for return. Health effect: clinical code e1702, angioedema health effect: device code a23, use of device problem health effect: device code: a2304, off-label use health effect: device code a210101, expiration date error this is one of two reports concerning the same patient (linked with mcn# us-rev-2024-000435). Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of event provided, expiration date of rha 4 added. Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress is a plausible alternative etiology. No medical history or concomitant medications were reported precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Angioedema. Rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process]. Expired device used. Rha4 in cheeks [off label use]. Case narrative: united states report received from a nurse via a company representative on 26-jul-2024, refers to a 51-year-old female patient who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient's previous cosmetic procedures included volbella (hyaluronic acid, lidocaine hydrochloride) in lips, in 2023; juvederm ultra (hyaluronic acid) in lips, in 2020 and in 2021; voluma (hyaluronic acid) in temples and cheeks in 2020; refyne (hyaluronic acid, lidocaine hydrochloride) in lips and smile lines in 2019; defyne (hyaluronic acid, lidocaine hydrochloride) and voluma (hyaluronic acid) in the nasolabial folds, marionettes and in the cheeks in 2018; voluma (hyaluronic acid) and volbella (galderma) in the cheeks, lips and nasolabial folds in 2017. No adverse events were reported for all cosmetic procedures. The patient's past medications included allergan (diphenhydramine hydrochloride) for unknown indication. The patient had no dermatological history reported, no known history of recent or chronic infection, no disease affecting the immune system or thyroid gland reported; no family history of auto-immune disease, no recent surgery or dental treatment reported. The patient was not pregnant at the time of report. The patient¿s current medical history included rheumatoid factor not within normal limits and elevated since 2019. Concomitant medication included rha redensity 1 ml applied around the lips and mouth via needle technique on (B)(6) 2024. Needles supplied in the box were used for administration. Lot: 22472al0, expiration date: 21-nov-2025. Co-suspect medications included skinvive (hyaluronic acid) 2 ml injected in the cheeks and buccal area on (B)(6) 2024, via bolus technique. Needles supplied in the box used for product administration. 2.4 ml (2 syringes) of rha 4 were applied into the cheek via bolus, fanning and needle technique. Needles supplied in the box and 25 g 1 1/2 inch cannula were used for the product administration. Rha 4 was placed subdermally and some superperiosteally. Batch number: 220627b0, expiration date: 11-feb-2024. The patient received a total volume of 5,4 ml of all products. Initially, the patient did not have swelling where the filler had been placed. On (B)(6) 2024, the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in (B)(6) 2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. On (B)(6) 2024, the patient received treatment with 14 vials of hyelenx (hyaluronidase), which were still working on dissolving, and doxycycline 100 mg twice daily for 8 weeks and a 10-day tapering course of prednisone (60-60-40-40-20-20-20-10-10-10), which had an immediate effect but seemed to have worn off once the oral steroids were finished. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. On (B)(6) 2024, the patient received treatment with doxycycline 100 mg twice daily (planned duration was for total of 6 weeks) and was on prednisone 20 mg per day, with a plan to taper the dosage after the dissolving process was complete. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient underwent a comprehensive evaluation with both an immunologist and a rheumatologist. The only lab result that was not within normal limits was the rheumatoid factor. At the time of this report, the outcome of the event angioedema was considered as resolving. The patient had very significant facial swelling that remained unresolved. She was back on prednisone 20 mg, which was to be tapered very slowly and had resumed taking doxycycline. The intensity of the event angioedema was not reported. It was unknown if the rha 4 was available for return. Health effect: clinical code e1702, angioedema. Health effect: device code a23, use of device problem. Health effect: device code: a2304, off-label use. Health effect: device code a210101, expiration date error. Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of the event provided, the expiration date of rha 4 added. The narrative was updated accordingly. Follow-up information received from a nurse on 16-aug-2024, included: the start date of therapies updated (for concomitant medication (rha redensity), co-suspect (skinvive) and suspected product (rha 4)), onset date for events updated (wrong technique in product usage process, expired device used and off label use) and link case sentence removed. Narrative updated accordingly. Follow-up information received from a nurse on 20-sep-2024, included: additional reporter added (treating physician), patient demographics added, current medical history, patient¿s previous cosmetic procedures added, suspected product rha4 and concomitant medication rha redensity additional information added (volume administered, injection technique and materials used), expiration date for rha redensity, co-suspect product skinvive information provided, outcome of event of angioedema updated (from not resolved to resolving), treatment information added. Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress and concomitant administration of skinvive provides plausible alternative etiology. Medical history reported was unremarkable except for elevated rheumatoid factor. No adverse events were observed following previous cosmetic procedures. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Angioedema [angioedema] rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process] expired device used [expired device used] rha4 in cheeks [off label use] case narrative: united states report received from a nurse via a company representative on 26-jul-2024, refers to a female patient of unknown age, who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient's medical history was not provided. Concomitant medication included rha redensity injected around the lips and mouth on (B)(6) 2024. The patient's previous cosmetic procedures included: in 2023, the patient received filler (unspecified) in her lips; in 2020, the patient received voluma (hyaluronic acid) in cheeks; and on an unknown date, the patient received unspecified fillers: galderma and allergan (unspecified) without reaction. Co-suspect medications included skinvive (hyaluronic acid) injected in the lower face in (B)(6) 2024. (B)(4) syringes of rha 4 were applied into the cheek via needle technique. Rha 4 was placed subdermal and some superperiosteal. It was not reported if cannula was used for the administration. Batch number: 220627b0, expiration date: 11-feb-2024. On the same day, the patient received rha redensity around the lip and mouth and skinvive (hyaluronic acid) in the lower face. On that day, the patient received a total volume of 5,4 ml. Initially, the patient did not have swelling where the filler had been placed. On (B)(6) 2024, the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in (B)(6) 2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. 7 vials of hylelex (hyaluronidase human injection) were administered, which had an immediate effect but seemed to have worn off once the oral steroids were finished. The patient was taking 8 weeks of doxycycline and was taking a medrol (methylprednisolone) dose pack/steroid taper. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient was scheduled to meet with her primary care physician, an immunologist and a rheumatologist in the following weeks to undergo further testing for alternative causes of the reaction. At the time of this report, the outcome of the event angioedema was not resolved. The intensity of the event angioedema was not reported. However, the company assessed the event as serious. It was unknown if the rha4 was available for return. Health effect: clinical code e1702, angioedema. Health effect: device code a23, use of device problem. Health effect: device code: a2304, off-label use. Health effect: device code a210101, expiration date error. Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of event provided, expiration date of rha 4 added. Narrative updated accordingly. Follow-up information received from a nurse on 16-aug-2024, included: start date of therapies updated (for concomitant medication (rha redensity), co-suspect (skinvive) and suspected product (rha 4)), onset date for events updated (wrong technique in product usage process, expired device used and off label use) and link case sentence removed. Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress and concomitant administration of skinvive provides plausible alternative etiology. No medical history or concomitant medications were reported precluding a comprehensive assessment. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Severe angioedema [angioedema], rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process], expired device used and rha4 in cheeks [off label use]. Case narrative: united states report received from a nurse via a company representative on 26-jul-2024, refers to a 51-year-old female patient who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient's previous cosmetic procedures included volbella (hyaluronic acid, lidocaine hydrochloride) in lips, in 2023; juvederm ultra (hyaluronic acid) in lips, in 2020 and in 2021; voluma (hyaluronic acid) in temples and cheeks in 2020; refyne (hyaluronic acid, lidocaine hydrochloride) in lips and smile lines in 2019; defyne (hyaluronic acid, lidocaine hydrochloride) and voluma (hyaluronic acid) in the nasolabial folds, marionettes and in the cheeks in 2018; voluma (hyaluronic acid) and volbella (galderma) in the cheeks, lips and nasolabial folds in 2017 and unspecified allergan in 2023. No adverse events were reported for all cosmetic procedures. The patient had no dermatological history reported, no known history of recent or chronic infection, no disease affecting the immune system or thyroid gland reported; no family history of auto-immune disease, no recent surgery or dental treatment reported. The patient was not pregnant at the time of report. The patient¿s current medical history included rheumatoid factor not within normal limits and elevated since 2019. Concomitant medication included rha redensity 1 ml applied around the lips and mouth via needle technique on (B)(6) 2024. Needles supplied in the box were used for administration. Lot: 22472al0, expiration date: 21-nov-2025. Co-suspect medications included skinvive (hyaluronic acid) 2 ml injected in the cheeks and buccal area on (B)(6) 2024, via bolus technique. Needles supplied in the box were used for product administration. 2.4 ml (2 syringes) of rha 4 were applied into the cheek via bolus, fanning and needle technique. Needles supplied in the box and 25 g 1 1/2 inch cannula were used for the product administration. Rha 4 was placed subdermally and some superperiosteally. Batch number: 220627b0, expiration date: 11-feb-2024. The patient received a total volume of 5,4 ml of all products. Initially, the patient did not have swelling where the filler had been placed. On (B)(6) 2024, the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in (B)(6) 2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed between (B)(6) 2024, the patient received treatment with 7 vials of hyelenx (hyaluronidase) over 4 sessions for fillers which were still working on dissolving. On (B)(6) 2024, the patient received doxycycline 100 mg twice daily for 8 weeks and a 10-day tapering course of prednisone (60-60-40-40-20-20-20-10-10-10), which had an immediate effect but seemed to have worn off once the oral steroids were finished. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. On (B)(6) 2024, the patient received treatment with doxycycline 100 mg twice daily (for total of 6 weeks) and prednisone 20 mg per day. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient underwent a comprehensive evaluation with both an immunologist and a rheumatologist. The only lab result that was not within normal limits was the rheumatoid factor. Between (B)(6) 2024, the patient received treatment with 23 vials of hyelenx (hyaluronidase) over 8 sessions. The physician was still dissolving filler, that the patient had in sessions for many years, and she hadn't been able to wean her fully off steroids. On (B)(6) 2024, the patient was started on singulair (montelukast) 10 mg, qd. Treatment was continued until (B)(6) 2024. On (B)(6) 2024, the patient started taking prednisone 10 mg per day as physician managed to reduce the dosage from 20 mg daily to 10 mg daily, which marked a significant improvement in the patient's condition. On (B)(6) 2024, the dose of prednisone was reduced to 5 mg per day dosing schedule. On (B)(6) 2024, the patient's prednisone' dose was reduced again to 2.5 mg, qd. On (B)(6) 2024, the patient completed treatment with prednisone. At the time of this report, the outcome of the event angioedema was resolved (on an unknown date). The intensity of the event angioedema was reported as severe. It was unknown if the rha 4 was available for return. Health effect: clinical code e1702, angioedema. Health effect: device code a23, use of device problem. Health effect: device code: a2304, off-label use. Health effect: device code a210101, expiration date error. Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of the event provided, the expiration date of rha 4 added. The narrative was updated accordingly. Follow-up information received from a nurse on 16-aug-2024, included: the start date of therapies updated (for concomitant medication (rha redensity), co-suspect (skinvive) and suspected product (rha 4)), onset date for events updated (wrong technique in product usage process, expired device used and off label use) and link case sentence removed. Narrative updated accordingly. Follow-up information received from a nurse on 20-sep-2024, included: additional reporter added (treating physician), patient demographics added, current medical history, patient¿s previous cosmetic procedures added, suspected product rha4 and concomitant medication rha redensity additional information added (volume administered, injection technique and materials used), expiration date for rha redensity, co-suspect product skinvive information provided, outcome of event of angioedema updated (from not resolved to resolving), treatment information added. Narrative updated accordingly. Follow-up information received from a nurse and physician on 10-oct-2024, included: confirmation on outcome of event angioedema (still recovering), treatment information updated (prednisone 10 mg per day). Narrative updated accordingly. Follow-up information received from a nurse on 14-jan-2025, included: outcome of the event angioedema updated (from resolving to resolved) and intensity of the event angioedema added, full details on treatment for event angioedema provided. Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress and concomitant administration of skinvive provides plausible alternative etiology. Medical history reported was unremarkable except for elevated rheumatoid factor. No adverse events were observed following previous cosmetic procedures. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Angioedema [angioedema]. Rha 4 was placed subdermal and some supraperiosteal [wrong technique in product usage process] expired device used [expired device used] rha4 in cheeks. [Off label use] case narrative: united states report received from a nurse via a company representative on (B)(6) 2024, refers to a 51-year-old female patient who has received rha 4 on (B)(6) 2024 for an unknown indication. The patient's previous cosmetic procedures included volbella (hyaluronic acid, lidocaine hydrochloride) in lips, in 2023; juvederm ultra (hyaluronic acid) in lips, in 2020 and in 2021; voluma (hyaluronic acid) in temples and cheeks in 2020; refyne (hyaluronic acid, lidocaine hydrochloride) in lips and smile lines in 2019; defyne (hyaluronic acid, lidocaine hydrochloride) and voluma (hyaluronic acid) in the nasolabial folds, marionettes and in the cheeks in 2018; voluma (hyaluronic acid) and volbella (galderma) in the cheeks, lips and nasolabial folds in 2017. No adverse events were reported for all cosmetic procedures. The patient's past medications included allergan (diphenhydramine hydrochloride) for unknown indication. The patient had no dermatological history reported, no known history of recent or chronic infection, no disease affecting the immune system or thyroid gland reported; no family history of auto-immune disease, no recent surgery or dental treatment reported. The patient was not pregnant at the time of report. The patient¿s current medical history included rheumatoid factor not within normal limits and elevated since 2019. Concomitant medication included rha redensity 1 ml applied around the lips and mouth via needle technique on (B)(6) 2024. Needles supplied in the box were used for administration. Lot: 22472al0, expiration date: 21-nov-2025. Co-suspect medications included skinvive (hyaluronic acid) 2 ml injected in the cheeks and buccal area on (B)(6) 2024, via bolus technique. Needles supplied in the box used for product administration. 2.4 ml (2 syringes) of rha 4 were applied into the cheek via bolus, fanning and needle technique. Needles supplied in the box and 25 g 1 1/2 inch cannula were used for the product administration. Rha 4 was placed subdermally and some superperiosteally. Batch number: 220627b0, expiration date: 11-feb-2024. The patient received a total volume of 5,4 ml of all products. Initially, the patient did not have swelling where the filler had been placed. On (B)(6) 2024, the patient had a trauma in her life (unrelated to filler) and spent 3 weeks crying and rubbing her face a lot. On an unknown date in (B)(6) 2024, the patient experienced severe swelling. Final diagnosis was angioedema. The nurse dissolved the filler in case swelling was a part of the hypersensitivity reaction to the filler. On (B)(6) 2024, the patient received treatment with 14 vials of hyelenx (hyaluronidase), which were still working on dissolving, and doxycycline 100 mg twice daily for 8 weeks and a 10-day tapering course of prednisone (60-60-40-40-20-20-20-10-10-10), which had an immediate effect but seemed to have worn off once the oral steroids were finished. The patient experienced diffuse edema throughout her face, but most of the swelling was in the cheeks around where rha 4 had been placed, though it was not exclusively localized to this area. There did not appear to be any swelling where rha redensity had been placed. Diffuse swelling immediately followed the prednisone taper. The physician wanted to treat her as an infection while also treating her if there were a reaction to the filler with steroids to see how she responded to both treatments. On (B)(6) 2024, the patient received treatment with doxycycline 100 mg twice daily (planned duration was for total of 6 weeks) and was on prednisone 20 mg per day. The physician wanted to rule out other possible causes of angioedema before continuing to treat it like a filler reaction, so the patient underwent a comprehensive evaluation with both an immunologist and a rheumatologist. The only lab result that was not within normal limits was the rheumatoid factor. On unknown date in 2024, the patient started to take prednisone 10 mg per day. At the time of this report, the outcome of the event angioedema was considered as resolving. The physician was still dissolving filler, that the patient had in sessions for many years, and she hadn't been able to wean her fully off steroids. However, she managed to reduce the dosage from 20 mg daily to 10 mg daily, which marked a significant improvement in the patient's condition. The intensity of the event angioedema was not reported. It was unknown if the rha 4 was available for return. Health effect: clinical code e1702, angioedema health effect: device code a23, use of device problem health effect: device code: a2304, off-label use health effect: device code a210101, expiration date error. Follow-up information received on 02-aug-2024, included: event diagnosis provided (event recoded from swelling to angioedema), suspect product updated (rha redensity changed from suspect product to concomitant), linked case added, event angioedema updated to serious, treatment information and description of the event provided, the expiration date of rha 4 added. The narrative was updated accordingly. Follow-up information received from a nurse on 16-aug-2024, included: the start date of therapies updated (for concomitant medication (rha redensity), co-suspect (skinvive) and suspected product (rha 4)), onset date for events updated (wrong technique in product usage process, expired device used and off label use) and link case sentence removed. Narrative updated accordingly. Follow-up information received from a nurse on 20-sep-2024, included: additional reporter added (treating physician), patient demographics added, current medical history, patient¿s previous cosmetic procedures added, suspected product rha4 and concomitant medication rha redensity additional information added (volume administered, injection technique and materials used), expiration date for rha redensity, co-suspect product skinvive information provided, outcome of event of angioedema updated (from not resolved to resolving), treatment information added. Narrative updated accordingly. Follow-up information received from a nurse and physician on 10-oct-2024, included: confirmation on outcome of event angioedema (still recovering), treatment information updated (prednisone 10 mg per day). Narrative updated accordingly. Company comment: the causal relationship between rha4 and reported angioedema is assessed as possible based on the occurrence of swelling predominantly in the areas treated with rha 4, coupled with the partial response to hyaluronidase and steroids. Stress and concomitant administration of skinvive provides plausible alternative etiology. Medical history reported was unremarkable except for elevated rheumatoid factor. No adverse events were observed following previous cosmetic procedures. The company will continue monitoring the benefit-risk profile for the product.